Event description:
The event was reported to neurotherm on (B)(6) 2012. The rf procedure was performed on (B)(6) 2012 and the pt was sent home after treatment. At the time, there were no known concerns. When the pt returned to the facility for a month follow up on (B)(6) 2012, he commented that he noticed a small blister after he had left the facility. The facility notified a neurotherm rep on (B)(6) 2012. The facility sent the pt to wound care. The blister has been reported to have healed.